Manufacturer narrative:
An event regarding a crack/fracture involving a ceramic head was reported. The event was confirmed by clinician review of the provided medical records. Method & results: -device evaluation and results: not performed as no product was returned for evaluation, no photographs were provided for review. -clinician review: a review of the provided medical records by a clinical consultant indicated: cup apposition in extroversion in combination with reduced lateral hip offset have contributed to component impingement with an overload condition in the arthroplasty ultimately causing a fracture of the ceramic femoral head after 7-years requiring revision. Malposition factors were not addressed during revision and therefore instability problems could develop. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant indicated: cup malposition in retroversion in combination with reduced lateral hip offset have contributed to component impingement with an overload condition in the arthroplasty ultimately causing a fracture of the ceramic femoral head after 7-years requiring revision. Malposition factors were not addressed during revision and therefore instability problems could develop. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that the ceramic head broke after implantation in a non traumatic situation, requiring revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the ceramic head broke after implantation in a non traumatic situation, requiring revision.